Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that he missed antibodies when testing with biotestcell 3 on tango optimo. The customer was not able to provide a date of event. The customer has neither returned the samples that had caused false negative test results nor the supposedly defective product. Therefore our quality control laboratory tested the retained biotestcell 3 sample with negative and positive control and several antibodies, e.g. Anti-c, anti-e, anti-jk(a), anti-fy(a), anti-d and anti-lu(b). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo went through scheduled preventive maintenance on april 23, 2014 with no issues. The very same tango optimo was most thoroughly inspected by two field service engineers on may 12, 2014 with not the slightest indication for any performance issues. Four sample were tested in a serial dilution of up to 1:32 on instrument in question with no sensitivity issues. There is no indication for a malfunction of the affected tango optimo.